Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During gamma3 surgery, the target arm did not disengaged from the nail when the surgeon tried to remove it after the implantation. Finally, the surgeon extracted the nail with the arm, and disengaged them by force. The surgeon attached a new nail to the arm and progressed the surgery. The u-blade was hard to be inserted to the tip of the lag screw, so the surgeon hit the u-blade inserter and inserted the u-blade to the tip of the lag screw.

Manufacturer narrative:
The evaluation revealed the target device and nail holding screw (nhs) to be the primary products. The nail is regarded to be secondary product but with regard to extent of damage a phase 3 investigation was carried out. No deviations were found during review of the manufacturing and inspection documents (DHR). Instruments (target device and nail holding screws as well as the nail were documented as faultless prior to distribution. As the target device had been in use for approx. 2 years and the nhs for approx. 12 years it can be supposed that the instruments had fulfilled their tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. No significant damages were found that could explain a jamming of the nhs within the target device¿s metal nail adapter and / or the reception/interface of the nail. An excessive tightening of the nhs cannot be excluded and did most likely also contribute to the jamming. The IFU and instructions for cleaning, sterilization, inspection and maintenance include that every instrument must be cleaned, sterilized and checked successfully prior to every surgery. Furthermore the user shall be trained and familiar with the system and operative techniques. A detachment of the nhs before end cap insertion is not necessary according to the operative technique. Because investigation did not confirmed a manufacturer related issue the reported jamming of the instruments/implant is most likely related to the user.

Event description:
During gamma3 surgery, the target arm did not disengaged from the nail when the surgeon tried to remove it after the implantation. Finally, the surgeon extracted the nail with the arm, and disengaged them by force. The surgeon attached a new nail to the arm and progressed the surgery. The u-blade was hard to be inserted to the tip of the lag screw, so the surgeon hit the u-blade inserter and inserted the u-blade to the tip of the lag screw.